Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the customer reported issue was not confirmed. The fse was able to reproduce the customer reported issue and found iesu generator was set to single ground pad. The fse set the grounding pad to dual pad and verified monopolar cut and monopolar coag functionality. The fse then used a customer grounding pad to verify correct functionality of the grounding pad. The generator icon turned green when placed on a sponge soaked in sodium chloride solution. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was unable to ground the patient using a "medline pad," and the integrated electrosurgical unit (iesu) generator icon was red. Prior to calling an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the customer had tried two additional pads, but the issue persisted. The tse walked the customer through a hard power cycle of the iesu and moving to a fourth pad attached to their own forearm. However, the icon would still not go green. The tse did not see the "medline" pad type on the validated list and inquired if they had another brand of pad. The customer stated they use this brand of pad all the time. The tse inquired if customer had another vision side cart (vsc), but they did not. The customer reportedly opted to proceed the case via open surgery.